Event description:
A consumer reported, following intraocular lens (iol) implant surgery, he noted "diminished acuity in ordinary light levels" compared to his fellow eye with a cataract. The consumer also noted "when looking to left shoulder, there are concentric ring shadows, left lateral and inferolateral fields of view seem slightly curtailed", and "a solar-ray artifact", which "at times there are fine interrupted concentric circles of light". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There are no similar complaints in the lot. Additional information was requested by phone, fax and mail on 10/05/2011, 10/13/2011, 10/28/2011 and 10/31/2011. Additional information was received on 10/13/2011. A completed questionnaire has not been received. (B)(4).